Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative re-seated the ribbon cable to the control panel and re-formatted both the cine and the software hard disk drive. The generator interface board and the snubber board were also replaced. The system was tested and operates as intended.

Event description:
The customer reported a communication failure error message on the 9900 system. No patient injury was reported.